Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: b5, d4 (expiry date: 10/2021). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year and ten months post placement, the catheter allegedly broken and no blood return was noticed. It was further reported that a x-ray examination demonstrated that subcutaneous leakage while flushing. Reportedly catheter segments were received. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: one powerport MRI isp with a groshong catheter in three segments were returned for evaluation. Functional, gross visual and microscopic evaluations were performed. The investigation is confirmed for the reported catheter fracture, fluid leak, suction problem and the identified deformation, material separation, and wear issue, as a circumferential split was noted approximately 10.8 cm from the proximal end of the third segment. A circumferential kink was noted approximately 5.3 cm from the proximal end of the third segment. A second circumferential kink was noted approximately 9.3 cm from the proximal end of the third segment. The edges of the attached proximal segment appeared both smooth and rounded, as well as granular on both the attached proximal segment and the proximal end of the second segment. The edges of the second segment (distal end) projected onto the edges of the third segment. The edges appeared jagged, as well as granular and rounded. Finally, the edges of the circumferential split were smooth on the external surface and jagged on the internal surface. The edges also appeared finely granular and rounded. A leak from the circumferential split was noted upon infusion of the third catheter segment. Aspiration was attempted but only air was aspirated into the syringe. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2021), g3, h6 (device and method). H11: h6 (result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year and ten months post placement, the catheter allegedly broken and no blood return was noticed. It was further reported that a x-ray examination demonstrated that subcutaneous leakage while flushing. Reportedly catheter segments were received. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong products are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post port implant via right inguinal region, the catheter allegedly broke. There was no reported patient injury.